Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is not expected to be returned; however, if there is any further relevant information provided, a follow-up report will be submitted.

Event description:
Dilation of the right renal artery. During the removal of the guide wire, they noticed that the wire got out through the kidney extremity. Recognition on the radiography of the guide wire floppy part persistency into the superior strip of the other right renal artery.